Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) where it was noted that the right ventricular lead was fractured. High impedance and high threshold were also noted. The lead was reprogrammed, and then explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.